Event description:
Treatment of an aneurysm and avm (arteriovenous malformation). On (B)(6) 2014, the patient underwent onyx embolization treatment. The patient¿s anatomy was normal in tortuosity. During the procedure, it was reported the catheter broke after dmso and onyx were injected into it. The catheter was completely removed from the patient. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00574.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Note: the radial button for additional information was inadvertently checked and could not be removed. This is an initial report and not a follow-up report. (B)(4).

Manufacturer narrative:
The microcatheter was returned for analysis. Liquid embolic residue was found within the microcatheter hub. No kinks or bends were found with the micro catheter body. The entire surface of the micro catheter was examined under magnification, no damage was found. No embolic residue was found within the distal tip lumen of the catheter. An in-house 0.010¿ mandrel was inserted into the micro catheter distal lumen and became stuck at ~15.5cm from the distal tip. The micro catheter was pressurized with water and found non-patent. No o ther anomalies were observed. Based on the device analysis and reported information, the report could not be confirmed. The microcatheter was found to be occluded with embolic material, the evaluation did not reveal any evidence that the microcatheter was defective. The user may have not prepared the devices correctly which may have contributed to the reported event, however, a definitive cause could not be concluded. All products are 100% inspected for damages and irregularities during manufacture. MDR linked with: 2029214-2014-00574.